Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. The power supply showed high temperatures during testing. (B)(4) incoming inspection of the analyzer found it to be defective. Further details were not available.

Event description:
It was reported that the programmer overheated during an ipg (implantable pulse generator) follow-up session and displayed a black screen. The programmer was returned for repair. There were no patient complications reported as a result of this event. The pacing system analyzer accompanied the returned programmer. It was analyzed and tested out of specification during manufacturer's analysis.